Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the injector gets stuck and does not go up or down which makes implantation of the lens difficult. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened company handpiece injector was returned for evaluation for the report of a stuck injector. A visual inspection of the iol (intraocular lens) handpiece injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found conforming. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Image 1-3 show the company injector. Image 1 shows the distal end of the handpiece, image 2 shows the etched product and batch information, and image 3 shows the product name. The reported issue could not be confirmed from the photos. The returned sample was found to be conforming for all visual, dimensional and functional testing associated with the reported event, therefore an injector that gets stuck as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).